Manufacturer narrative:
Corrected data: patient identifier - corrected from unk to ko. Date of birth: corrected to (B)(6). Implanted date: corrected to (B)(6) 2017. Explanted date: corrected from (B)(6) 2017 to not applicable. (B)(4). Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 lens, -14 diopter, implantable collamer lens into the patient's left eye (os) on 11 nov 2017 due to "over vault". The symptoms of "over vault" were noted on (B)(6) 2017 and to date the lens remains implanted. Claim# (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2 mm micl13.2 lens, diopter -14.0 was to be explanted from the patient's left (os) eye on (B)(6) 2017, possibly due to an over vault. Attempts to obtain additional or updated information have been unsuccessful.